Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection noted, the obturator, valve seal and doors appeared intact. The insufflation bulb was not received. The balloon was broken. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device balloon busted inside the patient after 20 pumps. Fragments of the balloon were removed from the patient abdominal cavity. Surgery was extended for thirty minutes or more due to issue. Another device was used to complete the procedure. No patient injury has been noted.